Event description:
A nurse reported that a phaco tip did not perform ultrasound during a cataract surgery procedure. There was no system error message displayed at the time of the event. The phaco tip was replaced and the procedure was completed without consequences to the pt. A product sample was returned and it is awaiting eval. Requested add'l info for this case. The reporter informed that there are no add'l details available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).